Event description:
During product evaluation, the pump¿s air in line printed circuit board (ail pcb) was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 12, 2007. The facility reported a pump with failure code 810:11. It is unknown when this failure code occurred. Evaluation summary: during product evaluation, the air in line printed circuit board (ail pcb) values were found to be out of specification. The ail pcb could not be calibrated, therefore the pump head module was replaced.